Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that the guidewire was inserted into the needle and would not advance. The healthcare professional attempted to remove the wire and was unsuccessful. The wire extended. The procedure was completed successfully with another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One introducer needle and one guidewire from a powerport MRI isp with 8f groshong catheter kit were returned for evaluation. Stretching was noted on the guidewire and the inner core wire was broken from the distal tip of the guidewire. Blood and residue were noted on the introducer needle and wear was noted to the introducer needle bevel. Based on the findings, the investigation is unconfirmed for the reported improper guidewire/needle fit issue and confirmed for frayed guidewire. It is likely that the identified frayed guidewire issue was perceived as the reported fit issue, as the guidewire would not be able to advance normally due to the damage. Additionally, per the evaluation results, wear was noted to the needle bevel. Therefore, it is possible that retraction of the guidewire against the needle contributed to the received condition of the guidewire. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 07/2021).

Event description:
It was reported that the guidewire was inserted into the needle and would not advance. The healthcare professional attempted to remove the wire and was unsuccessful. The wire extended. The procedure was completed successfully with another device. There was no reported patient injury.